Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. The device also was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. All the operating currents were within specification. The off no power alarm did function properly and passed the self test. No unexpected missing battery icon anomaly noted during testing.

Event description:
It was reported that the act button on the insulin pump was not working. Customer also mentioned having an issue with the battery. Customer's blood glucose reading at the time of the call was 270 mg/dl. No further information reported.